Manufacturer narrative:
Radiographic imaging depicts the screw shank in the iliac has separated from the screw head (tulip) which is still attached to the rod. During the review of DHR, it was concluded that the product was inspected and accepted for use by quality control department and met all specified parameters of the quality inspection process (qip) with no associated nonconformance specific to this product issue. Returned device was visually inspected, functionally tested and the complaint was confirmed. The device tulip was forcibly separated from the bone screw shank. The device otherwise meets dimensional specifications except in the areas of damage which cannot be accurately measure. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, or patient compliance with post-operative care instructions (patient was noted to be a rocker and mover) or if the patient sustained a fall/impact of any sort (no trauma was reported.). Root cause or specific failure mode cannot be determined. Labeling review notes: "possible adverse events.... Disassembly, bending, and/or breakage of any or all of the components. Loss of fixation...."

Event description:
Patient received a spinal fusion surgery (tlif l4-l5) with bilateral fixation from t9-iliac. Initial surgery date was (B)(6) 2019. On (B)(6) 2020 revision surgery was performed to adjust the rod. Patient was noted to not be compliant with post-operative care instructions. An audible pop was heard by the patient's father. On (B)(6) 2020 radiographs depicted the right tulip disassociated from the right iliac shank head. Revision surgery on (B)(6) 2020 was performed to replace the screw.